Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The reported system error 322 was confirmed through review of the event history log. Upon further physical inspection, it was found that the upper latch switch bracket screws were loose allowing the upper latch switch to move in and out from the upper door latch. The loose screws will trigger an intermittent open/closed switch connection causing the reported symptom. The upper auxiliary assembly was replaced.

Event description:
It was reported that a spectrum pump had a system error 322. It was also reported that there was no patient injury.